Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 07/11/2016. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. Loose particles/fibers in the optic body were observed compatible with handling the lens. Evidence of viscoelastic residue, ovd (ophthalmic viscosurgical device) was observed on the lens optic and haptics. The lens optic zone was observed clear as expected in the acrylic tecnis monofocal intraocular lens. No manufacturing defects or damage such as scratches or depression marks on the lens optic body were observed. The customer's reported complaint of lens dented was not confirmed on the returned lens sample. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the lenses were manufactured within specifications. The units were released according to specification. No non-conformance reports that were related to the customer's reported event were identified in the review. A search on complaints revealed no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, returned lens analysis, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zcb00, was dented before loading into a cartridge. There was no patient contact. No additional information was provided.